Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, r-wave amp variation, low pacing lead impedance, helix mechanism issue and cardiac perforation. The reported event of helix mechanism issue was confirmed while the reported events of loss of capture, r-wave amp variation and low pacing lead impedance were not confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying toque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in the clinic for follow-up on (B)(6) 2021. Device interrogation revealed, the right ventricular (rv) lead exhibited loss of capture, low pacing impedance due to sudden drop in impedance and low r wave amplitude. Chest x-ray revealed the rv lead had pulled back and dislodged. Further examinations revealed, patients blood pressure had dropped. The physician performed fluoroscopy and observed that the rv lead had perforated the heart, pericardiocentesis was performed. While attempting to revise the rv lead, it was observed that the helix would not extend; the lead was explanted and replaced on (B)(6) 2021. The procedure was completed without further complications. The patient was in stable condition throughout.